Manufacturer narrative:
Additional information: h4, h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bag with six (6) small volume folfusors was found with leakage from an unspecified location. This was observed before patient use, when checking the devices. The devices contained 4450mg fluorouracil in 115 ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.